Event description:
The patient reported that the suspect device is reading their blood glucose high. Patient used the suspect device to check the patient blood glucose and obtained a result of 120 mg/dl. Before eating or taking their meds the patient passed out. Medics were called and they checked the patient's glucose at 21 mg/dl. Patient was taken to the hospital for observation. The patient's doctor determined the patient was taking too much insulin and adjusted their meds. Level 1 and level 2 glucose controls were used and within range on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.